Event description:
I used renu moisture loc saline solution from 01/16/06 to 04/15/06. I was hospitalized on 04/15/06 for corneal abrasions, 5 on right eye and 2 on left. Contact lenses are fine when new, when put into renu moisture loc solution, it changes the lenses and causes damage to the eye. My eyes are still not healed and I am still under dr's care.